Manufacturer narrative:
The handpiece cord has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece cord caused a connected device to continue to run on its own during a surgical procedure. The case was completed with a backup. There were no adverse consequences reported as a result of this event.